Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12386. It was reported the pt experienced a sudden jolt that started at the ipg site and radiated to the whole body. The pt was able to turn off the stimulation with the programmer and the shocking sensation subsided. The pt turned off the stimulation but reports still feeling the stimulation. The sjm representative interrogated the system and found many low impedances and one invalid impedance. Pt plans to have x-rays taken. Note the pt received four leads form two lot numbers. All leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.